Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the incision site on the head shortly after undergoing a dbs implant procedure. The patient underwent a revision procedure where the area of the infection was cleaned, and the leads were repositioned deeper in the brain. A few days post revision procedure the implantable pulse generator (ipg) stopped functioning. Test were performed in hibernation mode by running three-hour charging cycles for over 12 hours and the ipg still was not functional. X-ray imaging was performed to check the ipg position. Attempts were made to connect using a magnet but were unsuccessful. They tested the ipg depth with the charger and everything was correct. The patient will undergo another revision to replace the ipg that has not yet occurred.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event - as the exact event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional suspect medical device components involved in the event: model: db-2202-45. Serial: unknown. Batch: unknown. Catalog description: dbs directional lead sterile kit 45cm. UDI: (B)(4). Model: unk-p-dbs-lead fixation. Serial: unknown. Batch: unknown. Catalog description: dbs-lead fixation. UDI: unknown.